Event description:
The facility reported a fial code 810:04 during biomed testing. The hospital representative stated that there have been no reports of any patient indicent involving this pump since the last baxter service event.